Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A summary investigation has been completed for bone loss and infection events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss and infection have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost non-existent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant at tooth location #3 was removed due to infection and bone loss.

Event description:
Upon follow up, the doctor confirmed that the implant failed to integrate. Based on additional information received, this event no longer meets the requirements for a reportable event.

Manufacturer narrative:
This report is being submitted to relay corrected information for the initial report 0001038806-2022-01662. Additional information received by the customer confirms that this event no longer meets the requirements for a reportable event. No further medwatch reports will be submitted for this event. Correction: implant lot number was updated to 2022060491. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.